Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a left shoulder arthroscopy with capsulorraphy, once the surgeon introduced the reelpass into the joint of the patient, the device fed some monofilament but then stopped shortly after, not leaving enough monofilament to remove the device from the joint and retrieve the monofilament. The scrub tech tried to prime the device by forcefully pulling suture through, but when reintroduced into the joint the same issue occurred. The case was completed by using a new ar-6069-45l without further issue.